Event description:
It was reported that balloon rupture occurred resulting in additional intervention. The heavily calcified target lesion was located in the moderately tortuous left arm fistula. A 6.0mmx80mmx135cm-hybrid sterling balloon catheter was advanced for dilation. The balloon was initially and intentionally inflated for at least 1 minute. Upon removal of the sterling, a ruptured balloon was noted. A resistance was felt too. After the treating the fistula, the physician did an echo and run an angiogram where he noticed balloon fragment on the patient. A snare was used to successfully retrieve all the fractured parts of the balloon inside the patient. No patient complications were reported, and the patient was in excellent condition post-procedure.